Event description:
Dexcom g7 user reported that their 30 dexcom g7 cgm sensors have all failed, stating that sensors wont activate to the app and that they waited for several hours for the sensors to activate to no avail. The dexcom sensors with the issue are specifically from malaysian manufacturers. Reference report# mw5163869, mw5163870, mw5163871, mw5163872, mw5163873, mw5163874, mw5163875, mw5163876, mw5163877, mw5163878, mw5163879, mw5163880, mw5163881, mw5163882, mw5163883, mw5163884, mw5163885, mw5163886, mw5163887, mw5163888, mw5163889, mw5163890, mw5163891, mw5163893, mw5163894, mw5163895, mw5163896, mw5163897, mw5163898.